Event description:
Customer reported device reading were too high. At 11 pm device = hi. Customer was taken to the hosp e.r. (ER). Within 1 hour, device =164 mg/dl. Another hour and 15 minutes, lab =106 mg/dl. Another hour and 15 minutes, device = 88 mg/dl. No treatment was received. Controls were run, however an error message appeared when attempting. A request was made for return product and replacement product was sent.